Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for checkup in preparation for an unrelated surgery. Upon interrogation, it was noted that the right atrial lead threshold could not be obtained and there was no capture. High ventricular rate episodes showing atrial and ventricular signals aligned on top of each other were observed. A possible atrial lead dislodgement into the superior vena cava was suspected. No intervention was made at this time as the patient was already scheduled for an unrelated non-cardiac surgery. The patient was stable.